Manufacturer narrative:
Bd received 6 samples and 4 photos from the customer in support of this complaint. A visual examination of samples and photos was performed and revealed damage to the outside of the tube. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k customer found a scratch on the tube. The following information was provided by the initial reporter. The customer stated: this is a report about a damaged tube. According to the customer's report, something like a scratch was found onto the tube.